Event description:
A healthcare provider (hcp) reported that the patient's implanted neurostimulator (ins) was going to be replaced with a new ins and the new ins would be implanted on the other side of the patient's body. Device compatibility was requested and reviewed. No further information was provided. No symptoms were reported. The patient's hcp was contacted on (B)(6) 2022 to obtain additional information. They stated the ins pocket was revised on (B)(6) 2022; the pocket was moved. As of (B)(6) 2022, the patient had reported they were doing well and the ins was helping. The patient was going to follow up with their manufacturer representative (rep) to see if further adjustments would be needed. Follow up was sent to the rep to try and obtain additional information. Additional information was received from the rep on march 24, 2022. The rep reported the patient had complained of pain at the implanted neurostimulator (ins) site. The doctor decided to replace the ins and move the pocket to a different location on the same side of the patient. There was no device or therapy issue reported. The ins was discarded after the surgery. The patient left the hospital with great coverage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information from the rep indicated that they was aware of the pain the day of the surgery. There were no factors that contributed to site pain. Patients didn't have pocket site pain at post op appt. The hcp made the decision to replace the battery. Patients weight was estimated to be around 140lbs.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.